Manufacturer narrative:
This report was prepared by rep. Method: the actual device was visually inspected. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The reported crack was confirmed. The mr290 chamber most likely sustained impact damage during transit between the manufacturing facility and the end user. Conclusion: the device was out of specification. We have received similar complaints in the past with an occurence rate of 0.0006%. We will continue to monitor all complaints for such faults for any increase in trend.

Event description:
A hospital in a foreign country reported that, when they opened an rt329 breathing circuit kit, they found that the mr290 humidification chamber that is included in the kit was cracked.